Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient's controller having a line in the display was confirmed via visual analysis of the returned product. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file contained relevant data spanning approximately 3 hours on (B)(6) 2023 (12:36:41 ¿ 15:44:06 per the timestamp). There were no notable atypical alarms active in the log file. Additionally, the controller was connected to a mock circulatory loop and was able to operate a pump without issue; however, there were white lines on the system controller display screen, confirming the reported event. The display screen was replaced with a known working lcd screen and the reported event was resolved, isolating the issue to the lcd screen. The root cause for the line in the lcd was conclusively determined to be due to an issue with the lcd display; however, a further root cause was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer's investigation conclusion: 2916596-2023-07226. It was reported that the patient's primary and backup system controllers had lines in their displays. The controllers were exchanged.